Manufacturer narrative:
This event is being recorded under (B)(4). G2: foreign - event occurred in canada. The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during an unknown time the depth setting is not accurate. Gauge read 12 but still took a full thickness graft. It is unknown if there was any patient impact and diligence is complete.